Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing split during use "in CT" that was "pushing 2.5 ml/s". The pressure was reportedly "set to 300 not 325". The following information was provided by the initial reporter: "we had an issue with the nexiva #18 gauge IV. The external tubing split in CT. CT luckily was only pushing 2.5 ml/s. I have the lot number if you need it. 9164598." "The mfg. Part# for this product is 383519. The pressure was set to 300 not 325."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing split during use "in CT" that was "pushing 2.5 ml/s". The pressure was reportedly "set to 300 not 325". The following information was provided by the initial reporter: "we had an issue with the nexiva #18 gauge IV. The external tubing split in CT. CT luckily was only pushing 2.5 ml/s. I have the lot number if you need it. 9164598." "The mfg. Part# for this product is 383519.

Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-03-11. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used nexiva 18 ga unit without packaging from material number 383519, lot number 9164598. A visual/microscopic evaluation was performed on the returned sample which revealed the extension tubing was split at the clear port of the winged adapter. The split is approximately one inch in length. The extension tubing may be damaged and/or ballooned if the catheter becomes occluded. Occlusion of the unit will increase the internal pressure and can cause the tubing to break, balloon and /or burst. The reported issue was confirmed. Although the reported issue was confirmed with the returned used unit, there was not enough physical evidence to confirm or support manufacturing process related issues for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.